Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a nurse drew blood from the patient's central line and when she disconnected the waste syringe from the maxzero needleless connector a few droplets of blood leaked onto her face. There was no report of harm.